Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue could not be confirmed in system log review. During in-house testing, the iesu displayed u 02 at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible. Generator logs also recorded c 00 and m 11. Upon visual inspection, slight yellowing/discoloration was observed on the bezel, along with discoloration of the heatsink. The probable root cause of the error u 02 and the subsequent errors may be attributed to faulty cable or loose cable connection on the syscheckmaster which can lead to interruption in energy activation.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report u 02 error on erbe generator. Multiple power cycles on erbe were completed and error returned. The tse advised removing all cables on the front or the erbe and power down the erbe generator and hard power cycle. Error u 02 returned after hard power cycle. The customer had a vision tower that was not being used at this time and was switching out tower to continue with case setup. The procedure was converted to another da vinci system with no reported injury.